Event description:
Patient stated that they are currently shaking due to the implantable neurostimulator (ins) being off. They turn the ins off about every two weeks due to their arm aching from the therapy. They said that this is due to muscle weakness from their essential tremors. The patient also that they are worse on their left side than they are on their right and that is the side the implant is indicated for. The patient also mentioned that they are allergic to metal. Patient services (pss) reviewed with them that the ins case is made out of titanium. The patient stated that if they take a hot shower or if it's a hot day, the ins in their chest itches from the inside-outside and that they break out of the ins. Pss redirected the patient to their healthcare provider to further assist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.